Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error.